Manufacturer narrative:
Report source foreign: (B)(6).

Event description:
Information was received that a smiths medical extension set was not delivering medication and the patient's pain could not be relieved. No further adverse patient effects were reported.